Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime/ delivery test, excessive no delivery test and displacement test. No motor error alarm occurred. Motor passed motor test. Scratches on display window noted. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 476 mg/dl, which was treated with manual injection. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed motor error alarms and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.